Event description:
It was reported that the pt underwent a posterior spinal fusion at l4-s1. It was reported that an unk time, the pt presented for a f/u appointment with lower back pain. X-rays were taken and they revealed broken screws bi-laterally at s1. Revision alternatives are being considered at this time. No additional pt complications have been reported.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 7726550, #7226555 and #7226545. Films were supplied for manufacture review. Two ap views of l4-l5-s1 fusion with peek rods. S1 screws appear to be 6.5 diameter. No interbody support is noted. Small screws at sacral without interbody support may have contributed to breakage.